Event description:
It was reported that unspecified pump "failure" occurred. Reportedly, the customer was hospitalized; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.